Manufacturer narrative:
Literature citation: shu-yuan li, md, phd et al. Management of talar component subsidence. Foot ankle clin n. 2017. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was written by li et al. In "management of talar component subsidence" that a case cohort study with 59 primary taa using inbone I or ii implants, 5 cases (4 with inbone I implants and 1 with inbone ii implants; 8% of the entire cohort) required revision surgery at a mean of 32.4 months (15-48 months) because of symptomatic talar subsidence. Talar subsidence was the main postoperative complication that led to revision, and predominantly affected the first-generation inbone I implants. Furthermore, the investigators looked into the rate of different kinds of prosthesis usage in this study, and noted that all 7 (100%) failures in the hindfoot fusion group had an inbone prosthesis. The inbone system uses an intramedullary referencing system for the tibial component positioning, which involves drilling through the calcaneus, talus, and tibia with a 6-mm drill. The investigators suspected that increased instrumentation of the talus with this system might predispose patients to aseptic loosening and early failure in patients with an ipsilateral hindfoot fusion. Another study from the same institution looked into the early to midterm outcomes of the inbone system in 194 primary taa cases, and reported that, in addition to a 6% revision rate for metallic components, 5% of the ankles had stable subsidence of the talar component, and 5% had unstable subsidence and impending failure of the prosthesis.